Event description:
It is reported that a healthcare worker (hcw) took a tray from a completed sterrad nx cycle to her workstation. The tray contained a camera and a light cord. When the hcw opened the genesis tray, it is reported that she inhaled "fumes" from the tray and began having symptoms of burning sensation on chest and back while breathing which she described as burning in lungs, difficulty breathing, coughing and wheezing. She reported this to her spd management. She was taken to fresh air, however, her coughing continued. She went to see her physician. She was diagnosed with a chemical burn to her lungs and a respiratory infection. She was treated with steroids and an antibiotic. The hcw stated that she continues to experience shortness of breath and is using an inhaler. She has no respiratory history and has never used an inhaler before this event. Her physician prescribed antibiotics and stated she may have an infection as she was coughing and wheezing. The hcw stated that her co-worker did have a cold and now she has one also. The spd manager reported that the hcw did complete her course of antibiotics and has recovered from her symptoms and continues to work in the department. An asp field service engineer (fse) was dispatched to assess the sterrad nx unit.

Manufacturer narrative:
Coughing, wheezing, difficulty breathing. The fse performed a product verification form and stated that the unit meets all manufacture specifications.

Manufacturer narrative:
.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, health hazard evaluation and system hazard use and misuse analysis. The DHR (device history review) for sterrad nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a significant trend. (B)(4). The hhe (health hazard evaluation) associated to the sterrad h2o2 vapor odor smell addresses the health impact of and hcw experiencing throat irritation when being near to a sterrad sterilizer without coming to direct contact of hydrogen peroxide. The risk is none/negligible. The shuma (system hazard use and misuse analysis) was reviewed and all hazards associated to moderate exposure of h2o2 through the respiratory system have been addressed. The risk acceptability is "broadly acceptable". The shuma (system hazard use and misuse analysis) was reviewed and all hazards associated to mild exposure of h2o2 vapor through the respiratory system has been addressed. The risk acceptability is "broadly acceptable". The shuma (system hazard use and misuse analysis) was reviewed and all hazards associated to moderate allergic reaction of allergens through the respiratory system has been addressed. The risk acceptability is "alarp". No problem was found with the unit. The unit operated per the manufacturer specifications. Troubleshooting indicated the incident is not correlated to a unit failure.

Manufacturer narrative:
During the course of the investigation, it was reported that the load included a genesis container. Carefusion, the manufacturer of genesis containers, was contacted for information regarding compatibility of the containers within the sterrad nx system.carefusion provided the IFU and the operator manual. There is no indication that the genesis container has been validated for processing in the sterrad nx system. It is recommended to confirm instrument compatibility with the medical device manufacturer prior to sterilization in a specific sterrad system.